Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed a step during testing. The device was not in patient use. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a step during testing and the active exhalation control module was replaced to address the issue. The device was not in patient use. The active exhalation control module was returned to the manufacturer's product investigation laboratory (pil) for further evaluation. The pil technician was unable to confirm a malfunction of the component. The component was tested and passed all testing. The technician verifies the component operates as designed. The component was scrapped per pil protocol